Event description:
It was reported that the unit had an alarm led failure. The unit was in clinical use at the time of the event reported. No patient or user harm was reported. Per the details provided by the engineer, the device had a visual alarm led failure (flashing). Equipment evaluation was performed, and the engineer found the failure in the error log. There is an intermittent defect in the power switch overlay. The device requires a power switch overlay replacement. Further information is pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported that the unit had an alarm led failure. The unit was in clinical use at the time of the event reported. No patient or user harm was reported. Per the details provided by the engineer, the device had a visual alarm led failure (flashing). Equipment evaluation was performed, and the engineer found the failure in the error log. There is an intermittent defect in the power switch overlay. The device requires a power switch overlay replacement. Further information is pending.

Manufacturer narrative:
The service engineer replaced the power switch overlay to resolve the issue. The device was returned to service.